Manufacturer narrative:
Product event summary: the delivery catheter shaft was returned without the dilator, and analyzed. Analysis indicated that he mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. The catheter did not peel along the score lines. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the catheter spiraled off and broke during the slitting process. No patient complications have been reported as a result of this event.